Event description:
My husband, (B)(6) (B)(6) 1963, had a medtronic spinal cord stimulator placed in 2020 and started having random electric shocks in his neck and head. He stated that one particular episode when he was driving, felt like a "lightning strike" and almost caused a car accident. He has now developed normal pressure hydrocephalus and I am not certain if the stimulator may be a contributing factor because I cannot find any data on this issue. I have contacted medtronic but have received no reply as yet. The next step in his plan of care is brain surgery to place a ventricular shunt. Would like some information to see if the stimulator may be a contributing factor and might need to be removed? Thank you. Husband has developed increased cognitive and memory decline, gait issues, urinary incontinence, headaches, blurred vision, hearing issues related to normal pressure hydrocephalus.